Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was became kinked when the closure device was fully recaptured. There were no patient complications and the patient is doing fine.